Event description:
It was reported that the patient was having significant positional low flow alarms (lfa) and log files were downloaded on 10ju2024 for review. It was also noted that the backup battery had 33 months. The event log captured one transient low flow event on (B)(6) 2024 at 13:15 with flow noted at 2.3 lpm. It was additionally stated that the positional lfas occurred when the patient turned in bed, and that when albumin was given the alarms resolved. The lfas were also thought to be related to right ventricular dysfunction related, and the pump speed was decreased to 4900 rpm. The patient received fluids. It was unknown if patient symptoms were observed at the time of low flows. It was stated that the patient was nearing end of life, not related to lfas. The patient was stated to be deceased. It was communicated on (B)(6) 2024 that the right heart failure (rhf) existed preimplant, and that no device related issues contributed to rhf. The cause of death was stated to be a decline in neurological and respiratory status. The patient had moderate to severe right ventricular (rv) dysfunction, severe mitral regurgitation (mr), pulmonary insufficiency (pi), and tricuspid regurgitation (tr). The patient was started on inotropes. The patient had an acute kidney injury (aki). Leukocytosis-blood cultures were drawn, and the patient required home oxygen prior to admission. They became mildly confused throughout admission, and a head computed tomography (CT) scan was negative for any neurological changes. The patient had gastric distention, poor appetite, and a nasogastric (ng) tube placed. Palliative was onboard, and the patient was dyspneic throughout admission. They had ventricular tachycardia (vt) with one shock. Thoracentesis was performed, white count elevated, and the patient was stated to require bilevel positive airway pressure (bipap). There was an overall decline in respiratory status with respiratory distress. Lack of conversation, patient only nodded yes or no, and their neurological response was slowly declining. The patient had dusky fingers, a white blood cell count of 24-26, and infectious disease was onboard. Comfort measures were initiated. The patient's decline and death were not considered to be device related, and the device operated as expected. No products were to return for evaluation.

Manufacturer narrative:
Section b: date of death was not provided, request for this information has been made. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally confirmed that the arrhythmia and valvular issues were pre-pump implantation and were not thought to be device or therapy related.

Manufacturer narrative:
H6: arrhythmia and valve codes removed. B2: date of death updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient's infection was confirmed to be bacterial pneumonia. Respiratory and blood cultures were taken. The infection was treated with antibiotics.

Manufacturer narrative:
Section b: date of death corrected. Section h6: clinical code - 4882 (kidney injury). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the alarms could not be conclusively determined. The submitted controller event log file contained events from 08jun2024 through 10jun2024. One, transient low flow hazard alarm was captured on 09jun2024. Of note, elevated pi values were observed during the low flow events. No other notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of heartmate 3 lvas, including multiple types of organ failure/dysfunction (renal dysfunction, respiratory failure, and right heart failure), other neurological (not stroke-related) events, and death. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). This section explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, cautions that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This section also contains a subsection entitled ¿right heart failure¿ with additional information. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.